Event description:
It was reported by nurse that customer was hospitalized due to diabetic ketoacidosis. The insulin pump was alarming no delivery. Physician wanted to check the insulin pump before the customer was released from the hospital. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.